Event description:
IT WAS REPORTED THAT WHILE IN STANDBY THE DEVICE DISPLAYED A BLUE SCREEN AND ALARMED. THERE WAS NO PATIENT INVOLVEMENT RELATED TO THE REPORTED MALFUNCTION.

Manufacturer narrative:
ZOLL MEDICAL CORPORATION HAS NOT RECEIVED THE DEVICE FOR EVALUATION, AND THIS COMPLAINT IS STILL UNDER INVESTIGATION.

Manufacturer narrative:
Correction (D3 & G1): Effective (b)(6) 2026 Vyaire Medical, Inc. has completed Chapter 11 bankruptcy proceedings and has ceased business operations.The device was not returned to ZOLL Medical Corporation; instead, a technician was dispatched to evaluate the device at the customer site. The service log was downloaded and sent to Technical Support for review. Log analysis confirmed interface errors and were attributed to the main board, which was replaced to resolve the issue. After repair, an electrical safety test and performance check were completed and passed. The ventilator was determined to be operational and meets operating specifications.